Event description:
It was reported that the laser handpiece was used with a new 90 degree tip. During the case, the doctor stated that the handpiece felt warm; the distal end of the fiber assembly "blew off". Evaluation of the returned product indicated a broken fiber.